Event description:
It was reported that the pump touch screen was missing pixels. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.